Event description:
It was reported that the bd alaris smartsite texium pump infusion set had leakage. The following information was provided by the initial reporter: texium leakage during chemo / hd administration. No adverse event.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Three photos were received showing that a texium connector is leaking when connected to a y-site smartsite. The customer complaint of leakage was confirmed. A trend has been identified, and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review for model 22603-b007t lot number 25025268 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.